Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms while charging. The pump was within normal temperatures. There was no impact to customer's blood glucose level. The customer will administer manual injections for alternate insulin therapy.